Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that neuromonitoring during the implant procedure indicated abnormalities in motor function. The procedure was stopped and there were no reports of further complications regarding this event. The patient was later implanted successfully a few days after and is currently receiving effective pain relief.